Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received indicating that an invasive procedure was performed during which a new implantable cardioverter defibrillator (ICD) and a tachy lead were implanted. Additional information obtained from a local boston scientific field representative indicated that the old device was turned off and remains implanted. Further, it was noted that the patient's competitor rv lead was fractured but the physician felt it was too risky to extract the lead. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during the implant procedure, this new implantable cardioverter defibrillator (ICD) and a competitor's right ventricular (rv) lead exhibited high out of range pace lead impedance measurement greater than 2,000 ohms. It was indicated that the rv pace impedance measurement had been trending high at 1,500 ohms and threshold measurements were also high prior to the change out procedure for normal battery depletion. The rv lead was not tested with a pacing system analyzer (psa). Further, it was indicated that the threshold measurement had decreased slightly but was still high but all other measurements were normal and a defibrillation threshold (dft) test performed was successful. The physician elected not to replace the rv lead due to the patient's cardiac condition. Additional information indicated that the cause of the observation was not determined. The ICD remains in service. No adverse patient effects were reported.